Event description:
The patient's mother reported that the patient underwent a difficult and lengthy surgical procedure and post operative due to a lead break/malfunction during the surgery. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further review of the information available suggests that the lead that was found to be broken was most likely referring to the patient¿s initially implanted lead that was explanted due to infection (infection reported on MDR # 1644487-2001-00028). The explanted lead was returned and no anomalies were found. The lead was broken in several places but this was most likely explanted related as there was no sign of a failure of the device that would have resulted in a lead break however, this cannot be confirmed. Additionally, a review of the device programming and diagnostic history did not show any evidence of high impedance prior to explant.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Entire lead not returned but no failure found in the portions of the lead that was returned. Date of event, corrected data: initial report provided an event date of (B)(6) 2014 however the event actually occurred in 1998. The event date has been corrected in this report. Brand name, corrected data: the initial report indicated the device was unknown however it was not. The information has been corrected in this report.